Event description:
It was reported that the left ventricular (lv) lead pace impedance has been greater than 2500 ohms since (B)(6) 2018. The field representative reprogrammed the pace impedance configuration from the lead tip to the right ventricular (rv) lead and the pace impedance measured 526 ohms. All the other lead measurements were acceptable. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Analysis of the left ventricular (lv) lead found a broken lead which caused the clinical observations.

Event description:
Additional information reported indicated that this device was removed and replaced for a therapy change. The crt-d was returned and a device evaluation was completed.